Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 26 may 2026 a 22 mm amplatzer amulet left atrial appendage occluder (laao) was selected for implant using a 14f torqvue delivery sheath for a left atrial appendage (laa) closure (11253655). During the procedure it was determined to be the wrong size. The 22mm amulet (11253655) was removed from the patient and replaced with a new 20 mm amulet laao (11213613). After one deployment attempt, a string-like material was seen on echocardiogram coming from the device. The device was removed from the body and replaced with a new 20 mm amulet laao (11209260). Upon inspection, the string-like strand appeared to be a long strand of polyester from the device. There were no adverse effects to the patient. The patient status was stable.